Event description:
The user facility reported a 45-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella was explanted due to a pulseless right foot. After explant the patient's right groin site was stable under pressure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia - reversible has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition.